Manufacturer narrative:
E1: patient city: (B)(6). Patient country : australia.

Event description:
Reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was observed that the occlusion occured that prevent the insulin flow which led to high blood glucose level of 15 mmol/l. The customer received correction bolus as corrective treatment. No further information available.